Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. However, the monofilament suture was not returned with the device. Therefore, the reported experience of the knot locking could not be confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a diagnostic peripheral angiogram, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, with guide wire access remaining the vessel, as the knot was advanced to the vessel the knot locked and could not be advanced further. During deployment of a second proglide device, the knot was advanced to the vessel stopping the bleeding, but as soon as the suture limb was cut, the site began to bleed. It was believed that the knot was not fully advanced to the artery surface. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.the other perclose proglide device is being filed under a separate medwatch MFR number.